Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an elective drg ipg replacement procedure on (B)(6) 2021, it was discovered that the l3 lead had migrated. As a result, the physician explanted and replaced the l3 lead during the same procedure. Post-operatively, stimulation therapy was restored.